Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was about to undergo tracheostomy change when pretesting showed a leak in the cuff. A new device was placed without incident.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and no reported event was observed in the received sample since met with the product specifications. An inflation/deflation test was performed, using a syringe of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 24 hours according to process instruction, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.